Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed a leak in the wbc (white blood cell) bath. The leak was due an occlusion in the lyse delivery line to the wbc bath. The line was plugged and became disconnected from the bath fitting. The fse replaced the lyse tubing from feed through fitting resolving the event. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was identified by the customer while running samples on the analyzer. The leak was less than 10 ml of fluid and was not contained within the analyzer. There was no report of erroneous test results associated with this event. The operator was wearing lab coat and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.